Event description:
New information notes that the patient condition after the procedure was fine.

Event description:
Related manufacturer reference number: 2938836-2019-06825. It was reported during a device eri replacement, insulation anomaly and noise was observed on the atrial lead and high pacing thresholds and noise was observed on the rv lead. The leads were explanted and replaced.